Event description:
It was reported that the insulin pump alarmed for a button error. The insulin pump passed the self test. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to corroded keypad traces. No button error alarms noted. The device was received with cracked battery tube threads and minor scratched display window.